Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company service representative tightened the dovetail plates on the microscope and realigned the aberrometer. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a loose dovetail. No patient involvement. Additional information requested.